Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a large bowel resection, the surgeon fired the device after attaching the reload to the stapler, but the device did not fire. The procedure was completed with another device. No injury.